Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: the product was returned to ethicon for evaluation. One detached needle and one suture piece outside its packaging that pertain to product code 8424t were received for analysis. During the visual assessment of the detached needle, the swage and attachment area were as expected. Marks on the body needle that appears to be by a surgical instrument could be observed. The barrel hole of the needle was examined with magnification, and no suture remnant was noted. The suture was examined, and on one extreme, a correct insertion mark was observed; however, the force used to detach the needle from the suture could not be determined. In the opposite extreme of the suture, a cut that was probably caused by a surgical instrument was noted. As per the returned conditions of the sample, no functional test was performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002. Device not returned. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related events captured via: 2210968-2024-04619. 2210968-2024-04620.

Event description:
It was reported that a patient underwent a mammoplasty procedure on (B)(6) 2024; and a suture was used. During the procedure, the suture uncoached from the needle during use. There were no adverse consequences to the patient. Additional information was requested.